Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was upset as at last clinic visit, the longevity of the device was reported. Longevity calculation was checked and it seems it is within expected device longevity claims. It was also that reported that the right ventricular (rv) lead exhibited chronic high thresholds which was contribute to the longevity estimate. The lead remains in use. No further patient complications have been reported as a result of this event.